Event description:
Customer received zero values and discrepant results for multiple assays. Eight patient examples were provided. The following 3 patient samples were discrepant. Repeat testing performed on second c501 analyzer (B) (4). Sample 1, initial sodium gave 130; repeat gave 112 mmol/l accompanied by a data flag alerting the user the result was lower than the repeat limit set by the user. User said the sodium result of 112 mmol/l was consistent with previous results on record for this patient and believed the repeat value of 112 mmol/l to be the true value and this result was reported. Sample 2, initial bicarbonate (co2) gave 34; repeat gave 25 mmol/l. Sample 3, initial sodium gave 145; repeat gave 133 mmol/l. The initial results were not reported to the floor or patient's care providers. The repeat results were reported. No patients were adversely affected . Sodium electrode lot number not provided. Co2 reagent lot number, 61747701. The field service representative determined the gear pump was showing sings of ware and pressure was out of adjustment. He replaced gear pump and adjusted gear pump pressure. To verify analyzer performance calibration and controls were run and results were within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.